Event description:
It was reported that pump screen was dark and would not turn on. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event.